Event description:
It was reported that a right ventricular leadless pacemaker failed to separate from the delivery catheter during initial implant. Patient did not experience any symptoms due to the event.

Manufacturer narrative:
Further information was requested but not received.